Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter kinked, ¿come apart¿ and leak. The patient outcome was unknown. The drug used in the pump was unknown. A follow-up report will be sent if additional information becomes available.